Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "will not hold the burr properly." The device was being used in a "craniotomy" procedure. There were no pt or user injuries reported. There were no delays noted. There was no add'l info provided.